Event description:
It was reported that during a da vinci-assisted benign hysterectomy procedure, customer reports, repeated recoverable 23068 errors on arm4. The system event logs confirmed repeated sensor and motor faults reported by universal surgical manipulator (usm4) axis7. The technical support engineer (tse) recommended disabling arm4 and recovering from the fault. After disabling arm4, the customer was able to continue the procedure using the remaining arms. The customer called back to report that after disabling arm4, they were unable to deploy for docking. The tse explained that after recovering from fault and disabling arm, the deploy for docking and targeting will not be functional. The tse explained that the customer would need to use "enable joysticks" to drive in the boom and dock. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting repeated recoverable 23068 errors on arm4, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Upon arrival, the fse was able to reproduce 23068 errors upon start. The arm would not recover fault, so the arm had to be disabled. 1173 errors were also noted in the logs. Usm4 was replaced. The serial number (B)(4) was removed and (B)(4) was installed. The usm passed all calibrations and tests. Subsequently, the error logs were clear. The system was tested and verified as ready for use. Isi did receive the universal surgical manipulator (usm) involved with this complaint to perform failure analysis. The usm was analyzed, and failure analysis (fa) found errors 23068 and 1173 were on degrees of freedom (dof) 8 on the carriage. When starting the usm in normal mode, the 23068 and 1173 errors were triggered on dof 8 on the carriage. The carriage instrument sterile adapter (isa) printed circuit assembly (pca) was removed and found to be contaminated by fluid intrusion. A test isa pca was installed and the usm was able to start in normal mode. All relevant psc fixture test platform (pftp) testing was passed with the test isa pca. The original isa was returned and the usm would once again trigger the 23068 and 1173 errors. As a fix, the isa pca will be replaced. The unit passed the fiber test, carriage/axes controller, motor (acm) fan, led test/brightness, direction y/p/I, carriage switches, carriage lissajous, brake release, brake hold, sine cycle, carriage strength, friction vs, friction sl, friction sh, carriage friction l, carriage friction h, and advanced brake check. The complaint regarding repeated recoverable 23068 errors on arm4 was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue. A log review confirmed the procedure date of (B)(6) 2022 on system sk4242. A review of the site¿s system logs for the reported procedure date was conducted by tse. Investigation revealed the following possible related system errors: 23068, 25166,32098, and 1178. System issues related to error messages/faults can be worked through with troubleshooting measures, such as reviewing logs. Error codes like error(s) 23068 and 1173 are an indication of system state. Errors occur when the system has detected a potential issue, or when it cannot be sure there is no issue and, therefore, the system transitions to a safe error state. This issue can be resolved by the replacement of the usm. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: a usm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.